Event description:
The surgical ball tip probe instrument, which is used in spinal fusion procedures, was used by the surgeon to check the depth and position of where to place the pedicle spinal screws. The probe was used and then taken out of the pedicle in the spine, and then a screw was placed before staff realized that the tip of the probe was missing. X-rays were taken and confirmed that the tip of the ball tip probe was in the patient. Various forceps, magnets, suction tips, and curettes were used try to get the part out of the patient. Staff surgeon was consulted with neuron, and it was decided that it was not possible to remove the piece, and would not cause any patient harm. The piece of instrument is currently between the t8-t9 disk spaces of the spine. X-rays were taken and saved by the surgeon.